Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected vitros phyt quality control results were obtained while using the vitros 350 chemistry system. The investigation could not determine a definitive root cause. However, an instrument or reagent related issue cannot be ruled out as contributing factors. The investigation is ongoing.

Event description:
A customer obtained multiple, non-reproducible, unexpected, vitros phyt quality control results on a vitros 350 chemistry system. The following results were obtained: qc fluid biorad 2 = 74.3 vs. An expected result = 49.8 mol/l; qc fluid vitros tdm pv iii = 75.6 vs. An expected result = 105.75 mol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event and there was no report that vitros phyt patient results were questioned. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).